Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a dislodged conductor wire at the proximal end. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement tests but failed the electrical continuity and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Additional observation(s) not reported by site: the instrument was found to have a dislodged bearing in the housing. The instrument housing was removed and found the instrument bearing not properly seated at the back end. The roll bearing appears to be dislodged. The instrument was found to have localized melting near the grip base. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument was placed and driven on an in-house system. The instrument passed the recognition test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. An image associated with this reported event was submitted for review, however no damage was seen from the image. The probable root cause of a dislodged conductor wire on the proximal end is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had an energy problem. The procedure was completed with no reported injury.